Event description:
The pump declared alarm 20 during a load event, and the customer did not answer whether the issue caused their blood glucose level to exceed 500 mg/dl. Customer was unable to load a new cartridge and resume insulin therapy due to recurring cartridge alarms. Customer will use multiple daily injections as a backup therapy while technical support sends a replacement pump. Customer was instructed on storage mode and acknowledged the process to return the pump.